Event description:
It was reported that asymptomatic patient presented for routine device change. Prior to the procedure, noise reversion was noted on the right atrial (ra) lead and it was confirmed via merlin transmission. The ra lead was capped and replaced on (B)(6) 2022.the patient was in stable condition.

Event description:
New information received notes that the right atrial (ra) lead also exhibited noise oversensing.